Event description:
Procedure type: sleeve gastrectomy. As reported in literature: reinforcing staple line during laparoscopic sleeve gastrectomy: (B)(4) clinical study comparing three different techniques, seventy-five patients underwent (B)(4) evaluating three different techniques of handling the staple line during (B)(4). From (B)(6) 2008 to (B)(6) 2009, four patients experienced postoperative leak (5.33%). These four postoperative leaks developed between pod 11 and pod 35 and required some procedural intervention. There was one subphrenic hematoma that developed in a patient. Patient from the no reinforcement group experienced a subphrenic hematoma on pod 10. Treatment: percutaneous drain; outcome: resolved.

Manufacturer narrative:
(B)(4). Initial report sent to FDA on: (B)(4) 2012.